Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were found. A functional evaluation revealed the power cord had a short. The complaint was confirmed and the root cause has been associated with an electrical component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the motor was bad. According to product evaluation, the power cord shorted out. No case involved. No injuries were reported.